Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for full detachment of component from device into vasculature was confirmed with objective evidence. No edwards manufacturing non-conformities were found in the returned sample. Based on the complaint investigation, the potential root cause is related to supplier manufacture. A CAPA has been initiated to further investigate the root cause and implement corrective actions, as applicable.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, during the procedure, the nosecone detached from the delivery system (ds) after valve was released. Nosecone was successfully snared and retrieved. Edwards received notification of an evoque valve in tricuspid position where device prep was unremarkable. During prep, the stylets were present in the tapered tip and no damage to the guide wire lumen was noted. Additionally, device insertion was unremarkable. During capsule gap creation, the gap felt to be smaller than usual. Wire push was attempted to gain height but no bend in guidewire lumen/tapered tip was noted. Ventricular expansion and atrial expansion were also unremarkable. Prior to valve release, when the ds was pulled back into the inflow region, it was noted that the tapered tip did not move with the delivery system. Distance between nosecone and ds was increased. There were no potential interactions of nosecone with cardiac structures. Primary flex was max prior to valve release, and there was not too much secondary flex. Physician tilted and brought the device posterior. There was no guide wire push at this step. Outer lumen was advanced over mid-lumen prior to device removal. After device removal, it was noted that the guidewire lumen broke. It was not possible to snare over the guide wire. A 26fr sentinel sheath was inserted over guide wire and used 8fr j-wire to snare, and the nosecone moved ventricular; it was possible to snare and retrieve nosecone. The evoque valve appears stable and in adequate position. Patient's final outcome was stable condition.